Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to clean the battery cap contact with cotton swab. Customer was advised to insert battery correctly. Customer stated that display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display after the countdown due to a problem with the mother board. The pump was received with minor scratches on the lcd window.